Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle of the device fell into the patient's abdominal cavity during a laparoscopic procedure. The needle was retrieved using an atraumatic grasper. They used another device to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was then forwarded to (B)(4) for further evaluation. Pmv found that device was difficult to load. (B)(4) experienced an instance of difficulty loading device but attributed the experience to the bent exposed metal bars the device was received with. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.